Event description:
It was reported that the patient expired. The cause of death was unknown. There is no known allegation from a health professional that the death was related to the device. No further information is available.

Manufacturer narrative:
A partial lead was returned in one piece measuring 5.0 cm from connector pin. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.